Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer states that he attempted to test on his aviva meter, but was unable to obtain a reading due to an error message (e-5), and then had an adverse event. Customer did not eat normally prior to the incident; he skipped breakfast and lunch due to working. Customer did not take his normal medication due to not eating. Customer had hyperglycemic symptoms of blurry vision and high pulse rate, and went home to test on the aviva meter, but obtained the error message. Customer tested on a competitor meter and obtained a reading of 477 mg/dl. Customer took his medication of 1000 mg metformin and 40 mg glipizide, and had a friend take him to the hospital. Customer was admitted to the hospital and treated with insulin (amount and type not provided). Customer was released from the hospital the next morning with a reading of 290 mg/dl on the hospital meter. Customer is currently fine. Requested return of suspect device and strips; however, customer returned the meter to the pharmacy. Strips will be returned. Replacement was sent.